Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 54 months ago. Current vessel morphology was reported as disease progression resulting in aortic neck dilatation. The recent CT demonstrated that the stent graft had migrated distally 12 mm, with no evidence of a type I endoleak. The physician elected to place a talent 36 in diameter aortic cuff. It was reported that when the cuff was deployed, 3 of the apexes of the stent graft were apposed to the vessel wall. One apex was in the left renal artery and one appeared to have deployed in the misaligned position. (MFR report# 2953200-2009-01087). The patient was not a surgical candidate. The physician attempted to pull the aortic cuff down with a reliant balloon; however, that was unsuccessful. There was good blood flow to the left kidney. The patient will be monitored. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Secondary intervention required- evaluation codes, results: migration. Disease progression resulting in aortic neck dilatation. Evaluation codes, conclusion: disease progression resulting in aortic neck dilatation.